Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
The patient presented to the emergency room with a vibratory alert on the device. The device was explanted and replaced to resolve the event and the patient was stable with no adverse consequences reported. Additional information was requested but was not available.